Event description:
P22-139: the filter did not open once implanted, they waited 30 minutes and it did not open, it was removed and another device was implanted.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted. There were no deviations or non-conformances recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned fully sealed pouch to argon, which was sealed by other facility, and customer returned full kit, dilator, pusher wire, delivery catheter sheath and filter pre-loaded in the cartridge. Customer did not use this device or clean very decently after use. The device was functionally evaluated, filter removed from the cartridge and put in warm water for approximately 3-5 seconds. Filter opened normally without any issue and there were no damage found on the product. Product complaint mode could not duplicate during the evaluation and complaint was not confirmed. Since the alleged complaint could not be duplicated with the returned device, no further evaluation will be taken. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
P22-139: the filter did not open once implanted, they waited 30 minutes and it did not open, it was removed and another device was implanted.